Event description:
The account alleged that the bed would intermittently go into reverse trendelenburg.

Manufacturer narrative:
The account performed a function check and found the bed operated as designed, no repair needed.